Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm. This condition was discovered during programming/set-up in the facility's intensive care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
It was reported that revision surgery was performed due a disassociation that occurred when the patient was getting out of bed. The patient disassociated previously. The first event was reported under MFR. Report # 8010764-2010-0004.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Macroscopic photo analysis was performed on the retrieved insert. The proximal articulating surface of the insert showed burnishing and mild abrasive wear. Mild rounding typically seen in a fully locked insert was observed on both sides of the anterior locking mechanism. A curved area of wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Severe deformation and damage of the dovetails due to the insert riding on the tibial tray was observed. Impingement and deformation were observed on the anterior side of the post. Deformation was also observed near the top of the post. The features observed on the insert suggest that anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface occurred, due to the insert riding on the tibial tray after disassociation.